Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rear caster of the subject device was damaged. The issue was found during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the front wheel was fractured and unable to move normally. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: both the customer's allegation and the newly identified malfunction, was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error as the casters were damaged and the right front wheel was fractured and unable to move normally, which would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.